Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/ medical investigation concluded that, per complaint details, a revision was performed approximately 9 months post implantation due to poly-insert disassociation from the baseplate. Responses to the clinical documentation requests have not been received as of the date of this assessment. Smith and nephew has not received the device/ adequate materials to fully evaluate the root cause of the reported event; however, if clinically relevant materials are later received, then the case may be re-opened for further evaluation. The patient impact beyond the reported disassociation and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the poly insert disengaged from the baseplate. A revision surgery was performed on (B)(6) 2021 to replace the genesis ii ps hi flex insert size 5-6 9. The patient outcome is unknown.